Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01385. It was reported that the burr and rotawire broke and remained inside the patient's body. The 99% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery (rca). A 1.25mm rotalink¿ plus and a 325cm rotawire floppy were selected for use. During procedure, after ablation was performed 7 to 8 times at 170,000 - 190,000 rpm, it was noted on the cine cardio-angiography that less than 1cm of the base of the burr and the rotawire got detached. The burr and rotawire were tried to be retrieved using a snare but was not successful. The procedure was completed by performing apposition in the blood vessel wall using drug coated balloon (dcb). No further complications were reported and the patient's condition was good.